Event description:
Information received indicating that a smiths medical cadd solis vip pump gave "air in line" error. No adverse events reported.

Manufacturer narrative:
Other, other text: additional information: a1, b5, h6 ( patient code).

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: h10 - device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The smiths label seal missing. The dso sensor seal had bubbled. The air in line error message was not found in the event history log. The reported air in line error was reproduced several times during testing however. The reported product problem was therefore verified. The problem occurred because the air detector was not functioning as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The air detector was replaced.